Event description:
It has been reported that "the exeter stem snapped as the patient walked to the bathroom. Original case date was in 2007. Revision case was (B)(6) 2021. The patient was at home walking to bathroom on (B)(6) 2021 and turned & felt crack & pain in the hip. Was then admitted to hospital." Revision of right hip. Male patient; height 186cm; weight (B)(6); patient is housebound and uses walking aids with exercise tolerance of 10-15 yards.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported that "the exeter stem snapped as the patient walked to the bathroom. Original case date was in 2007. Revision case was (B)(6) 2021 the patient was at home walking to bathroom on (B)(6) 2021 and turned & felt crack & pain in the hip. Was then admitted to hospital." Revision of right hip. Patient is housebound and uses walking aids with exercise tolerance of 10-15 yards.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the stem is fractured at the neck. Additional abrasion-like damage is observed along the body of the stem. Material analysis: a material analysis was performed and concluded the following: "the exeter stem failed due to fatigue mode fracture. The cyclic nature of the stresses can be seen in the abrasion on the medial edge due to micromotion. 1 this fracture likely initiated adjacent to the prehension feature on the lateral edge of the device. The fracture propagated medially until the remaining load-bearing material area was too small to support the stress, so overload occurred." -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports the fracture of an exeter stem about 14 years after surgery in a gentleman 5 feet 10 inches tall weighing 293 pounds. I can confirm that this event took place since I was able to review an xray that shows the fractured stem. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of stem fracture are multifactorial including surgical technique, implant factors and patient factors. In my opinion the patient¿s size and weight are contributing factors." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. No patient trauma events were reported. Visual inspection of the returned device indicated that the stem is fractured at the neck. Additional abrasion-like damage is observed along the body of the stem. A material analysis was performed and concluded the following: "the exeter stem failed due to fatigue mode fracture. The cyclic nature of the stresses can be seen in the abrasion on the medial edge due to micromotion. 1 this fracture likely initiated adjacent to the prehension feature on the lateral edge of the device. The fracture propagated medially until the remaining load-bearing material area was too small to support the stress, so overload occurred." A review of the provided x-ray images also confirmed the event. The root cause of the event could not be determined from the information provided; however, it is likely that the patient's weight contributed to the event. The patient was reported to be obese with a bmi of 38. Per the IFU, the heavier the patient, the greater the load on the prosthesis. As the loads on the prosthesis increase, the chance a patient will suffer adverse reactions increases. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.